Manufacturer narrative:
Investigation summary: four (4) samples were returned from the customer for investigation. The samples were visually examined and it was observed that all four (4) of the samples have damage on one (1) of the ribs of the plunger rod. All of the damage appears in the same location on the ribs near the thumb press with three (3) of the plunger rods have pieces which have completely broken off and the other sample having a plunger rod which has a rib which has been cracked but has not been completely broken off. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Plunger rods are fed through a chute to the assembly process. If the chute is empty, the plunger rods can experience excessive force when falling through the entire chute. A sensor was installed on the chute to determine if the chute is empty. When the chute is full, the plunger rods do not slide the entire length of the chute and have a reduced risk of damage. The sensor will not allow plunger rods to automatically feed into the chute unless it is full. However; the plunger rods still experience piece to piece and piece to equipment contact while could result in damage. Bd acknowledges that the returned samples had plunger rods which were damaged. Bd acknowledges that the returned samples had plunger rods which were damaged, quality alert has been implemented as the occurrences would exceed the acceptable quality limit. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 20 ml bd luer-lok¿ syringe plunger is broken. This occurred on 16250 occasions before use. The following information was provided by the initial reporter: material no.: 301031 batch no.: 8360886. It was reported that the plunger is broken. Per email: reported issue: customer received 55 cases over 3 orders where the plunger is broken on each one - all are the same lot number.